Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having issues with her blood glucose and sensor glucose, large differences between readings. The customer's blood glucose was 40mg/dl and sensor glucose was 139mg/dl. Advised customer to remove sensor and it will be replaced.